Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the vessel sealer extend was moving during clamping and sealing of the instrument jaws. The customer replaced the instrument and moved it to a different arm but the issue persisted. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.